Event description:
During routine testing, the user found that the display was locked up. There was no pt involved. Tests disclosed that the problem was caused by the failure of a crystal (x1) on assembly 590329. No cause of the crystal failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.